Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturing representative (rep). Rep reported that date of surgery was (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative (rep) encountered a communication failure when attempting to connecting using the tablet, indicated by error 137da296. Caller has tried turning off/on tablet and same message. Patient's old patient programmer will connect to the ins. Caller reported the patient chargers with older system and can only charge at around 50%. Caller used her wr app and connected to the ins and saw 1201. She reset the wr and tried again with 1201. Additional information was received from manufacturing representative (rep). Rep reported that the cause of error codes may be due to erratic battery readings due to prior overdischarge. Rep reported that they made multiple attempts to connect with clinician programmer and recharger and the implantable neurostimulator would disconnect in 10 seconds. Rep reported that patient has surgery scheduled to replace implantable neurostimulator.